Manufacturer narrative:
The expiration date is unknown. The manufacturing date is unknown. Sorin group (B)(4)manufactures the d100 kids oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the medical staff decided to change out the oxygenator due to clotting in the reservoir. During the change out, the patient was sustained with drugs. There was no report of patient injury. The product was discarded by the user. No evaluation could be conducted. The cause of the clotting is unknown. This type of incident is consistent with platelet activation and increasing clotting over time by micro aggregates. It appears that the phenomenon may be linked to patient hematological conditions, as well as surgical-pharmaceutical conditions. A follow-up report will be filed if additional information is received. There was no report of patient injury as a result of this issue. The patient was sustained with drugs and the facility reported the incident to the country's competent authority. This medwatch is being filed as a result of these actions.

Event description:
Sorin group (B)(4) received a report that during the procedure, clotting was seen in the reservoir. The unit was changed out. During the change out, the patient was sustained with drugs. There was no report of patient injury.